Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by clip applier failed to work properly? Did device not feed clips? Did device jam? Did device drop or eject clips? Did device fire malformed clips? How was case completed (for example, was a new device of same code used)? The analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, a cb5lt was still attached to the device. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 4 conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar; however no conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.